Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings keep detaching- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings keep detaching. No injury reported.